Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported, during an unknown dental procedure on (B)(6) 2018 suture was used. The needle was broken at the swage during use. The operation was completed by using another needle-suture from the same package. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional h3: representative sample evaluated, the swage and attachment area were as expected. In addition, no defects or needle breakage were observed at the tip and body of the needles. The suture was dispensed without problems and the two sutures were examined along of the strand and no defect were observed. The needle met the resistance test requirements. The actual failed suture needle was also evaluated. A fracture was observed in the body of the needle. The needle was received in two pieces. The fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload.

Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.